Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump was damaged. The customer¿s blood glucose level was 294 mg/dl. The customer reported that the pump was broke around the reservoir hatch. The customer insulin pump will not be returned for analysis.